Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that patient had revision surgery on (B)(6) 2012 for a non union and an infection, non-synthes hardware was removed. The patient was implanted with an olecranon nail, an endcap, and 2 screws. On (B)(6) 2013, it was reported that an x-ray revealed the nail was broken where it screws together and that the arm looks displaced. It was also reported that the patient was very active and had no limited activity post-op. It was reported at office visit, that patient stated arm bothered him. At this time, no revision surgery has been planned. This is 1 of 1 reports for complaint (B)(4).